Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that due to the issues reported in this event, the patient received new system on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0wn0e, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that they patient was unsure if the implant ever helped or helped very little. It was noted that they were implanted on (B)(6) 2015. They had problems with irritable bowel syndrome (ibs) and had a weak anal sphincter. They tried maybe two adjustments with a rep. In (B)(6) 2016, they were hit by a car and thrown to the left side, the same side as the implant, and sustained a shoulder injury. They stated that they didn't get an MRI, but may have gotten an ultrasound. It was also stated that they were in physical therapy where things with voltage were put on their back. The patient spoke to a rep about it, who stated that it would not be an issue. The patient made an appointment with a healthcare professional (hcp) to have the device checked, but the rep did not show up. They were still having their original problems occur so they, eventually, got it checked and it was determined that it was "deader than a doornail." It was clarified that they could still connect to the implant, but was not getting a response from any programming, so they thought a wire might have been disconnected. This occurred in (B)(6) 2017. The hcp did a longevity calculation on (B)(6) 2017, showing 15 months remaining when they were originally told it would last five years. The patient was taking viberzi medication and changing aspects of their diet. They also got an x-ray. They were going to follow-up with a hcp to address the therapy issues. On 2017-05-01, it was reported by a rep that every connection had impedance values over 4,000 ohms. It was ran at several intensities and pulse widths. The patient's battery was set to the maximum intensity in the programs that they had in their controller. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.